Event description:
The customer reported that a system message displayed intermittently. Additional information received from the customer stated the event occurred during set up with no pt involvement. The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss advised them to hold the footswitch upright, pressing on the main pedal, and shake the whole footswitch, which cleared the system message. When the issue occurred again they were able to clear it again by the same method. There was no pt involvement, no delay and no cancellations.

Manufacturer narrative:
The company service representative examined the system and found the customer had not installed the new footswitch and cable. The new footswitch and cable were installed and the problem was corrected. The system was then tested and met all product specifications. The replaced footswitch will be returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).